Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope exhibited tearing on rubber on tip. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: traducer rubber peeling and adhesive missing at forceps cover a root cause could be identified. Based on the investigation results, the malfunction is most likely attributable to an expected or random component failure. There was no evidence of a design or manufacturing defect contributing to the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.